Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had the main arm cannot communicate with the motor arm error. The customer¿s blood glucose level was 167 mg/dl at the time of incident. The customer stated that battery was repositioned and insulin pump restart. The customer also reported that reservoir had air bubble anomaly. The size of the air bubble was quarter of the inch. The troubleshooting was performed for the air bubble. The insulin pump will not be returned for analysis.